Event description:
One of the prongs broke off the screwdriver.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of the tip being rounded/worn. The overall condition of the device suggests heavy usage. A complaint database search identified similar reports against the provided product code. The root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.